Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found air vent noise, transducer reading failure and broken air filter. During tests found problems on drive assembly. The fse replaced transducer filter, regulators (0103-00-0633) and cable (0682-00-0091-01) due to failure to function. All functional and safety testing performed. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit has audible gas leak noise. There was no patient involvement reported.